Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported by trial patient that when they initially turned up stimulation it was like a shocking that eventually went away. They also mentioned a burning feeling where leads were. Trial patient was advised that stimulation should never be painful and that if they ever experience discomfort upon raising stimulation to decrease until the discomfort resides. Also trial patient was advised to follow up with healthcare professional (hcp). Then on (B)(6) 2019, trial patient switched to the left side at a 4.2 and stated that they were feeling the stimulation in their hip but that it was not painful. No further complications were reported or anticipated.